Manufacturer narrative:
11/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 11/10/2015 medtronic representative performed synergy spine training with the surgeon at the site. Specifically addressed proper placement of reference frame and how to check accuracy with other navigated instruments instead of just one. Return requested for pak needle for analysis. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy 1 centimeter from the pedicle. The surgeon was using the imaging system and a navigation system for a l4-s1 minimally invasive fusion. The surgeon had placed 4 guide-wires before the navigation system was alleged to be inaccurate. The surgeon used a pac needle and hammers on the back of the navigated needle. The reference frame was placed on l1. The surgeon opted to continue without the use of the navigation system, or the imaging system, using fluoro for the remainder of the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome reported.